Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) executive processor bd was not listed in the configuration data. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the executive processor board (0670-00-0770). This corrected issue. The fse completed the pm with all functional and safety tests per manufacturer standards. The maquet failure analysis and testing department received pn: 0670-00-0770 sn: (B)(6) exec. Processor board associated with this complaint. This part was received with a reported unit failure message of no exec. Processor board present in configuration data. Technician performed visual inspection of this part received and part looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure and observed no exec. Processor board present in configuration data. Exec. Processor board failed testing. Sent the processor board to the supplier as per procedure. The fat dept received pn: 0670-00-0770 sn: (B)(6) exec. Processor board from the supplier. The supplier evaluation states the following: perform inspection: result: j 20 damaged. Aoi inspection: results: no defect. X-ray inspection: results: no defect. 1-wire test: results: fail. Ict testing: results: ict-0003 - pass. Hipot testing: results: 2.04ma - pass. Fct testing: result: passed. Supplier's failure analysis report: 1-wire data has been changed. The fat dept will retain this part and process it for scrap as per procedure.